Manufacturer narrative:
Based on the claim against the product by the customer noting the 8mm force bipolar instrument had misaligned tips and was unable to be removed from the cannula, an investigation was completed. Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have the main tube broken. No material was found missing. An additional observation not reported by the site was identified. The instrument was found to have an input disk broken. Hairline cracks were found on grip input shafts.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had misaligned tips and was unable to be removed from the cannula. The instrument and cannula had to be removed together. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has reached out to the reporter to obtain additional information but has not yet received a response as of the date of this report.